Event description:
It was reported during an aneurysm embolization procedure as the guidewire was pushed through the microcatheter, it became jammed and broke about a third of the way up from the proximal end of the hub. The physician pulled both the guidewire and microcatheter out of the patient and completed the procedure with the use of another device. There were no patient complications.

Manufacturer narrative:
Additional information was requested from the user facility and from the responses received we were able to determine the devices were prepared and checked according to directions for use (dfu) and nothing unusual was noted. The patient's anatomy was moderately tortuous and the physician applied force in an attempt to withdraw the guidewire from the catheter.